Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused due to the missing magnet on drawer 4 in auxiliary. A field service engineer replaced the missing magnet to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation system, main drawer 4 failed to open, which hindered the users ability to retrieve medication for a patient. The machine was restarted; however, the drawer continued to malfunction. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system, main drawer 4 failed to open, which hindered the users ability to retrieve medication for a patient. The machine was restarted; however, the drawer continued to malfunction. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused due to the missing magnet on drawer 4 in auxiliary. A field service engineer replaced the missing magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.